Event description:
Nurse was drawing blood through port on tubing (dialysis). Needle became detached from hub and stayed in tubing. Nurse went to remove needle and it fell on the floor and she got stuck when picking the needle up.

Manufacturer narrative:
The condition reported has been confirmed based on the actual sample returned. This incident was the result of an insufficient amount of adhesive within the needle well that secures the cannula inside the hub. An audit of the assembly lines has confirmed that the process is running within its validated parameters for epoxy application and inspections are occurring as required. The epoxy camera system is also challenged once 24-hours and at changeovers by running 'control' test racks through the system. In addition, the parts are considered rejectable until the camera classifies it as acceptable. A review records does not indicate any significant trends on this product line for the reported condition.